Event description:
It was reported to philips that the system's c-arm movements were unavailable. The system was in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and cleaned and lubricated the upper rails which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a diagnostic procedure. The procedure was completed by moving the c-arm manually. A philips field service engineer (fse) inspected the system onsite and confirmed the that the c-arm could not be positioned over the table all the way to the foot end of the stops. Troubleshooting identified that the system's upper rails were dirty, causing the system not to auto travel as the overhead c-arm was caught on the dirt. The bearing surfaces were dry and needed a little lubricant. The rails were cleaned and lubricated. After these repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.